Manufacturer narrative:
This is a duplicate of pr (B)(4) and the investigation will be completed on pr (B)(4). Updated awareness date.

Event description:
It has been reported that the device is failing self-test.